Event description:
On (B)(6) 2013, the distributor contacted animas alleging on (B)(6) 2013, the patient experienced elevated blood glucose (bg) of 4 g/l with ketones of 2.6 accompanied by nausea due to a bent cannula at the infusion site. The distributor reported while the patient was undergoing dialysis, the infusion set cannula was noted to be bent by the healthcare provider and the pump had not emitted an occlusion alarm associated with the bent cannula. The distributor stated the infusion site and set was replaced and the patient¿s bg returned to normal measuring 1.27 g/l with no ketones. Troubleshooting of the pump revealed the time and date were set correctly, the basal setting were correct, the prime history was confirmed as appropriate and advanced settings were programmed correctly. Per the pump¿s history, the pump delivered insulin to the patient as programmed. There were no associated alarms seen in the pump¿s alarm history. This complaint is being reported because the patient reportedly experienced elevated bg resulting from an occlusion due to a bent cannula at the infusion site that the pump allegedly did not detect and emit an occlusion alarm for. The lack of occlusion alarm was not resolved with troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
This complaint is a duplicate of a complaint that was previously reported on 07/26/2013 under report #2531779-2013-11945.